Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer dropped the pump and the touch screen became shattered. Additionally, the pump touch screen became unresponsive. Customer's blood glucose was 140 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.